Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the right side motor that was just replaced in (B)(6) is dragging intermittently and stopping.